Event description:
Reference manufacturer number: 1627487-2020-47658. It was reported that there were high impedances on the scs lead adapter that was noticed during the ipg replacement surgery. In turn, the patient underwent surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.